Event description:
It was reported that during a device change out procedure due to the fsca advisory, high, out of range, impedance issue was observed on the high voltage device. Lead was reinserted into the device again and high lead impedance issue was observed again. Lead was removed and wiped off clean to make sure no blood was there and reinserted however high impedance measurement was still observed. Device was explanted and a new device was implanted. All lead and device measurements were normal with the new device. Patient was stable with no adverse events.

Manufacturer narrative:
The reported field event of high voltage lead impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.